Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical records provided it is unk whether the device may have caused or contributed to the reported event. The pt has comorbidities including, diabetes, breast cancer and multiple abdominal surgeries. The pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for a recurrence, adhesions and fistula formation, all of which are known adverse events listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00166 for info related to the composix kugel mesh implanted on (B)(6) 2007.

Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2002, pt underwent repair of ventral hernia with composix e/x mesh. On (B)(6) 2007, pt underwent repair of ventral hernia with composix kugel. On (B)(6) 2009, pt admitted for abdominal pain cellulitis with some inflammatory changes around mesh. Possible infection, treated with antibiotics. Pt discharged (B)(6) 2009. On (B)(6) 2010, pt underwent exploratory laparotomy. Lysis of adhesions was performed. The mesh was noted to be infected and "fused" to the bowel. The composix e/x mesh and composix kugel mesh were excised. Closure of a bowel fistula. On (B)(6) 2010, pt admitted for pain. Recurrent bulge observed. Pt underwent repair of ventral hernia with placement of biologic graft. Discharged on (B)(6) 2010.